Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The samples returned consists of 7 (7) for part number 67pfss35, returned samples were received in used condition, in a plastic bag. The returned samples are applicable for four different complaints; it is not possible to identify which sample applies to which complaint. During visual inspection, each of the returned samples had a damaged cuff. The cuff issues were confirmed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, there were no found any source of the process that could result in this damage and product is 100% inspected for leaks. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were four tracheostomy tubes that were found with blown cuffs. There was patient involvement and no patient harm/adverse event reported.